Event description:
This was a surgical procedure to remove knowles pins in anticipation of total hip arthroplasty. The pins had been in place over 30 years ago. The surgeon using synthes overdrill bored through the bone over the pin. The extractor's sawtooth end of the overdril caught between two threads on the end of the pin. When twisted the bound distal end of the overdrill sheared off over the threaded end of the pin. The surgeon decided there would be potential for greater harm to attempt to remove the surgical item than to leave it in place. He also decided the time was not right to proceed with the total hip that day. The retained surgical item will be removed in approximately 2 months when the total hip is completed.